Event description:
Information was received indicating that a smiths medical cadd ms3 pump's "pis" was out of tolerance. The pump did not alarm for downstream occlusion (dso). The issue did not occur while in use with a patient.